Event description:
It was reported by the patient that their heart would speed up and the device would "jolt me a little bit." The patient also noted that they experienced a little bit of pain and "it itches really bad." Follow-up was attempted with the clinic; however, the patient had not been seen recently and no additional information was available. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).